Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) light emitting diode (led). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, during setup of the device, the display on a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time of the reported event.